Event description:
The customer reported no image during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of no image and e216 scope communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.